Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced symptoms about a week post-surgery for both eyes. Since then, the flashes of light in my peripheral vision has been constant and relentless. Furthermore, there was a streaky globe of light that flashes in peripheral vision. It doesn't matter what the light source is, inside, laptop, cell phone, daylight and night time. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).